Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 58mm solid back shell. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patient's left rejuvenate hip revision due to the acetabular component shell being horizontal in position from primary surgery.